Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient returned to theatre following primary hip joint replacement due to head dislocated out of liner (same day). Cup repositioned, 10 deg liner exchanged for mdm, head revised to orthinox head and accolade ii stem remained.